Manufacturer narrative:
S.w version 5.2a retainer ring = black case type = ngp customer returned pump for an alleged belt clip damage, failed battery alert/battery failed alarm and cosmetic damage located at the battery compartment found on (B)(6) 2023. Unable to confirm belt clip damage due to pump received without the original belt clip. A test belt clip locks securely into the pump's belt clip rails. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the pump had a high sleep current measurement. The pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: on b)(6) 2023 18:48:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2023 19:01:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2023 16:36:10.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. Pump error 37 alarm was recorded and found in the formatted history file on: on (B)(6) 2023 13:50:10.000 no unexpected no delivery alarm/insulin flow blocked alarm and pump error 37 alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) /2023 13:55:55.000 batteryremoved (84) failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 13:50:28.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected since the battery does not have enough power. The customer may have used a no power/depleted battery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor and motor assembly noted. However, corrosion was found on the vibrator assembly and battery tube assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Pump error 37 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. Unable to confirm belt clip damage due to pump received without the original belt clip. Belt clip damage was unknown. Cosmetic damage was confirmed at the battery compartment. Pump error 37 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Failed battery alert/battery failed alarm was not confirmed. However, intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) was confirmed, suspected on the pcba 1/pcba 2. During visual inspection, corrosion was found on the vibrator assembly and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery failed and the pump had a crack on the compartment and clip was broken.  Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.